Event description:
The initial reporter states that the pump might have free flowed. They stated that they needed help reviewing the pump history. They were unsure if the patient had access to the pump or not. They stated that the patient "looked over and the bag was empty." Mmdg made multiple attempts to follow up with the initial reporter, but those attempts were unsuccessful. They did not report any adverse effects to the patient. Complaint: (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformance were found. Because the pump was not returned to mmdg, an investigation could not be completed. This report will be updated if the device is returned to mmdg.